Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of noise could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were observed.

Event description:
It was reported that during a follow-up, alerts for noise on the atrial channel were noted on programmer reports. Manipulation of the patients arm showed further noise, therefore, the patient underwent a lead revision. During the procedure, noise on atrial channel was again noted when manipulating the device. The atrial lead was capped and replaced and the ICD was also replaced.